Event description:
It was reported that immediately post op the pusle generator exhibited intermittent loss of telemetry and loss of capture. The device remained implanted and patients condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.